Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the resolution is inadequate and the pixel shift was incorrect. A definitive root cause could not be identified. Based on the results of the investigation, it is likely no 3d image display was due to the broken video cable and the inadequate resolution, and incorrect pixel shift was due to the broken r-unit (charged coupled device). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the subject device had no 3d display. The issue occurred during preparation for use. There were no reports of patient harm.

Event description:
It was reported that, the subject device had no 3d display. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.